Manufacturer narrative:
H3: one device was received for evaluation. The device had no previous repairs related to the reported problem. Investigation of the product found a buckling upstream occlusion (uso) seal. The root cause of the issue was a defective printed wiring assembly (pwa). The pwa, uso seal and motor were replaced. A performance verification testing (pvt) was performed, dso/uso sensor calibration and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
The customer returned product for device not working, during physical inspection it was found that the upstream occlusion (uso) seal was buckling, and that the printed wiring assembly (pwa) was defective. There was no patient involvement.